Event description:
It was reported that the patient was presented for a follow-up in clinic. Upon interrogation, the patient was at bradycardia and the pacemaker was in back-up bvvi mode due to unknown reason. The pacemaker also had no radio-frequency telemetry and was unable to be interrogated. Besides, upon checking the remote transmission via merlin.net, the atrial lead exhibited noise over-sensing resulting in automatic mode switch episodes. The pacemaker was explanted and replaced. The atrial lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.